Event description:
Literature was reviewed regarding ¿endovascular repair of an abdominal aortic aneurysm with an s-shaped and severely tortuous proximal neck: a case report¿ a patient was diagnosed with a 73mm aaa with a 39mm length s shaped proximal neck (suprarenal angle 105°, infrarenal angle 111°). The transverse neck diameter measured 21mm. An endurant iis bifurcate stent graft system was implanted outside the IFU as treatment. The main body was deployed using a stiff guidewire. Once the endurant bifurcate was implanted, an ia endoleak was detected. A proximal cuff and ballooning were performed as treatment which resulted in the immediate resolution of the endoleak. The patient had an uneventful recovery, with no access-site complications and no renal impairment. Cta at 1.5 months demonstrated a stable graft without migration or endoleak, and an aneurysm sac diameter of 35×46 mm. At 24-month follow-up, the stent graft remained stable, with no evidence of endoleak or migration; however, the aneurysm sac diameter showed no further reduction over time. No additional clinical sequelae were provided.

Manufacturer narrative:
No unique device identifier serial numbers were provided; without this information it could not be determined whether these observations have been previously reported date of publish used for incident date in section 2.3 medtronic received the following information from a journal article entitled: endovascular repair of an abdominal aortic aneurysm with an s-shaped and severely tortuous proximal neck: a case report le nv, nguyen dt, tran quyet t. International medical case reports journal. 2026; 19:1-9 https://doi.org/10.2147/imcrj.s573160. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.